Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoraco/wedge/segmental resection, at the first firing of upper left pulmonary lobe resection, the device could not clamped the tissue even the surgeon squeezed the handle. When replaced with another reload, it clamped the tissue successfully and the device was able to be fired. There was no patient injury.